Manufacturer narrative:
The patient¿s age was not provided. FDA approval for heartmate 3 lvas was received on 23 august 2017. (B)(6). Approximate age of device ¿ 9 days (calculated from the date when the system controller was issued to the patient.) The system controller was returned for investigation. The evaluation is not yet complete. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that after the self-test of the system controller, ¿replace controller, controller fault¿ and ¿call hospital contact; controller fault¿ alarms occurred. The patient was asymptomatic. The primary system controller was switched to the backup system controller and the issue resolved. The system controller log file showed "power a broken (fault), power b broken (fault), com a fault (fault), com b fault (fault)" alarms occurring on (B)(6) 2017. Auto tests performed after implantation did not show the fault; only the auto test performed on (B)(6) 2017 showed a fault. No additional information was provided.

Manufacturer narrative:
The report of a replace controller/controller fault alarm was confirmed through the analysis of a data log file retrieved from the returned system controller. The log file contained approximately 12 days of data (dated (B)(6) 2017 - (B)(6) 2017, according to the timestamp). Starting at approximately 9:06am on (B)(6) 2017, the log file captured an active replace controller/controller fault alarm as a result of an active backup battery fault. The backup battery fault was a result of a backup battery test circuit fault, which occurred after a backup battery load test was performed. These alarms did not affect the system controller''s ability to support the pump at the set speed. The returned system controller passed functional testing using laboratory test equipment and was able to support a mock circulatory loop for an extended period of time, without any atypical alarms or events being captured. Multiple load tests were performed and the system controller passed each time. Additional testing of the internal backup battery did not reveal any issues. The returned system controller and backup battery were found to function as intended. As a result, a root cause for the reported event could not be determined through this analysis. The system controller and backup battery were exchanged and no similar issues have been reported at this time. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.